Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "the balloon could not be deflated. The catheter was cut off, thinking that the problem lies within the valve. The catheter could not be removed. The urologist was not available, thus the catheter was left inside the bladder. The child was transferred into the surgical ward, shortly afterwards the catheter slipped out into the diaper. According to the doctor, the source of the problems not the valve, as the catheter slipped out on its own, when the balloon was still filled with fluid. No injury to a person or damage to an object."